Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal injections of ceftazidime (1 gram, frequency not reported) and injections of cefazolin (1 gram, frequency not reported). The action taken with the pd therapy was not reported. The patient is reported to be recovering from the peritonitis. Additional information was requested, but was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter, (B)(4) addresses the transfer set report and (b0(4) addresses the minicap report for this patient.